Event description:
The manufacturer was contacted in reference to an allegation of harm from a pap device. The manufacturer received information alleging acute pneumonia from using the device. The patient reported being hospitalized due to the acute pneumonia. There are no allegations of product malfunctions. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.